Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. No reset error alarm could be verified due to the unresponsive buttons. The insulin pump had broken battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed unexpected restart and button error. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.